Manufacturer narrative:
Method: the actual product involved with the incident reported has not been received. Relevant portion of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the reported lot reviewed. At the time of this report information from the supplier has not made aware of this complaint for a continued investigation. Reference: complaint #6443 (ethicon complaint #(B)(4)), item #sxpd2b409 stratafix spiral pdo knotless tissue control device, 2mh - 1 - pdo 14x14, lot mbqj420.

Event description:
It was reported that, "needle broke during suturing". Ther was no adverse patient consequence reported. (B)(4).